Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error alarm. The customer reported that insulin may be leaking due to the reservoir compartment being wet on the inside. The customer stated that she could smell insulin. Blood glucose level at the time of the incident was 399 mg/dl, which had not yet been treated. Customer confirmed that the insulin pump went through a body scanner. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened down button dome switch. No unlocked lcd keypad connector during our visual inspection. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. Unable to verify e70 alarm in the alarm history due to history file over written. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted and the motor passed motor test. The displacement test functioned properly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, peeling back address label, cracked reservoir tube and minor scratched lcd window.